Event description:
The pt had two endeavor over the wire (otw) drug-eluting stents implanted. Since implant of the endeavor otw stents three years ago the pt has experienced chest pain and shortness of breath. The pt has been re-hospitalized several times and has had cardiac catheterizations performed, which revealed that the coronary arteries are working well the cause of chest pain and shortness of breath cannot be established. The pt is still having problems breathing. Reference MFR report numbers 9612164201100576.

Manufacturer narrative:
(B)(4): eval results: (reaction). (No conclusion can be drawn based on info provided).